Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. During repair an evaluation was performed and it was determined that the motor power of the device was too low. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation of the air oscillator device, it was determined that the motor of the device was worn, the motor power was too low, and the frequency was too low. It was further determined that the device failed pretest for check the starting behavior, and check frequency. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.